Event description:
The dealer states he is getting a left brake fault sitting in the chair. The dealer confirmed that it is the left motor.

Manufacturer narrative:
The device was evaluated by the returns department which found that during bench test, wiggle wires by the strain relief and it will shut off and give a brake fault.

Event description:
The dealer states he is getting a left brake fault sitting in the chair. The dealer confirmed that it is the left motor.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.